Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. Four photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed the catheter was still placed in the patient. Use residues were observed on and around the sample, but no damage could be seen on the sample in the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer, ER saw a break in powerpicc solo2 catheter sherlock 3cg tip positioning ppf stylet. No other information was provided. Additional information received 6/30/2024: it was reported by the patient "the line failure was in the lumen if the dressing on the right arm. Patient is right-handed. The PICC line dressing was changed around noon on (B)(6), by a home health nurse working for company amedisys. The catheter was the original inserted at the hospital on friday, (B)(6) 2024, in the right arm. About 1900 on (B)(6) 2024, while patient was sitting, reading, the PICC line began leaking, and ultimately patient had to hold the line closed because it started leaking all over his arm, we telephoned the home health company and then went straight to the hospital where they removed the PICC line. The hospital then inserted a new catheter via the left arm. The product broke in the lumen next to the connector above the entry into the arm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer, ER saw a break in powerpicc solo2 catheter sherlock 3cg tip positioning ppf stylet. No other information was provided. Additional information received on 6/30/2024: it was reported by the patient "the line failure was in the lumen if the dressing on the right arm. Patient is right-handed. The PICC line dressing was changed around noon on (B)(6), by a home health nurse working for company amedisys. The catheter was the original inserted at the hospital on friday, (B)(6) 2024, in the right arm. About 1900 on (B)(6) 2024, while patient was sitting, reading, the PICC line began leaking, and ultimately patient had to hold the line closed because it started leaking all over his arm., we telephoned the home health company and then went straight to the hospital where they removed the PICC line. The hospital then inserted a new catheter via the left arm. The product broke in the lumen next to the connector above the entry into the arm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer, ER saw a break in powerpicc solo2 catheter sherlock 3cg tip positioning ppf stylet. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer, ER saw a break in powerpicc solo2 catheter sherlock 3cg tip positioning ppf stylet. No other information was provided.